Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced insertion needle bent slightly event on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No additional information available.